Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect, it should be the manufacturer received information alleging skin irritation, respiratory tract irritation, dizziness and/or headache, asthma, kidney disease/toxicity, lung disease and other. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. There was no serious patient harm or injury. "(Device) problem code grid (1)" has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, asthma, kidney disease/toxicity, lung disease and other. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report, in box g report source - other has been updated/corrected. In box h method code, results code and conclusion code has been updated/corrected.

Event description:
The manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, asthma, kidney disease/toxicity, lung disease and other. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device does not return to the manufacturer.

Manufacturer narrative:
The manufacturer previously received information alleging the manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, asthma, kidney disease/toxicity, lung disease and other. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil was not able to confirm the complaint, or address the symptoms specified. Box d: suspect medical device (device avail. For eval, date returned), box h: device manufacturers (if follow-up, what type, device eval. By mfg, device avail. For eval, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid) have been corrected/updated.